Event description:
The device was returned for mechanical hardware failure (av sticky valve). Investigation found fva pins and upper loading pins having excessive debris. Fva motor had improper screws installed blocking the spring cage travel (removed and replaced). The front housing has broken main pcba screw mounts. During investigation it was found the cycle counts on the batteries were high (>140). While the batteries are not a source of failure at this time, they will be removed for further engineer evaluation and will be replaced with new batteries. Front housing, fva lip seals, upper/lower loading pin lip seals, upper loading pins, and battery packs (counter reset) will be removed and replaced during repair process. No other damage found.

Event description:
The following has been reported: biomed reported: cleaned pump using isopropyl alcohol and cleaned unit thoroughly 3 times. Sticky cassette loading guides remained. Sticky bottom right fluid delivery pin. On (B)(6) 2025: loosened pins with isopropyl alcohol. Left in biomed office to check movement of pins on a later date. Om (B)(6) 2025: after checking pins, observed stickiness. Continued to clean with isopropyl alcohol. On (B)(6) 2025: after checking pins, observed stickiness. Continued to clean with isopropyl alcohol. On (B)(6) 2025: stickiness remains." A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). Active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.